Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system. A map shift occurred. There have been having on-going issues with patch sensor errors and map shifts on the carto 3 system and during today¿s procedure they had a map shift with no errors displayed. Map shift was discovered when physician placed catheter in an area that had already been mapped and we saw there was a large piece of missing fast anatomical mapping (fam). The issue was seen during mapping after ablation was performed. The approximate difference in catheter location before and after map shift was slightly over 1 cm. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The map shift with no errors displayed is MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system. A map shift occurred. There have been having on-going issues with patch sensor errors and map shifts on the carto 3 system and during today¿s procedure they had a map shift with no errors displayed. Device evaluation details: it was found that the reported map shift was caused due to high metal values during mapping. A manufacturing record evaluation was performed for the system (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).